Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 24 mmol/l. Customer was experienced symptoms such as confused. Customer was treated with insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.